Event description:
It was reported that the 9800 system would not boot up. It was noted that the unit was in storage and never used. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the c-arm battery pack and the workstation ps1 power supply. The system was tested and found to be working as intended and placed back into service.